Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between the implanted heartmate 3 devices and the reported events of gastrointestinal (gi) bleeding, ischemic stroke, hemorrhagic stroke, infection, and acute heart failure could not be determined through this evaluation. The study referenced in the research abstract titled "real-world experience with the heartmate 3 (hm3) left ventricular assist device (lvad): analysis of the first 125 consecutive patients at a single institution" investigated clinical outcomes including survival and the development of postoperative complications. The study consisted of 125 patients implanted with a hm3 device from october 1, 2015 to august 30, 2019. The rate of complications measured as events/patients per year (eppy) was 0.42 for gi bleeding, 0.03 for ischemic stroke, 0.01 for hemorrhagic stroke, 0 for clinically suspected pump thrombosis or confirmed pump thrombosis, 0.22 for lvad related infection, 0.16 for other systemic infection, and 0.59 for acute heart failure. Survival was estimated at 96%, 91%, 88%, 81%, and 74% at 30-day, 90-day, 1-year, 2-year, and overall 3-year follow-up, respectively. The study consisted of 125 patients implanted with a hm3 device from (B)(6) 2015 to (B)(6) 2019. The heartmate 3 device serial numbers and other specific case/patient information is not available and was not requested. No product was evaluated under this complaint. The heartmate 3 lvas instruction for use (IFU) lists bleeding, stroke, and infection (driveline, localized, and pump pocket or pseudo pocket) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of event is approximate since the data were collected between october 1, 2015 and august 30, 2019. The referenced death is reported under MFR # 2916596-2020-05031. Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research abstract real-world experience with the heartmate 3 (hm3) left ventricular assist device (lvad): analysis of the first 125 consecutive patients at a single institution identifying that the heartmate 3 is related with gastrointestinal (gi) bleeding, stroke, lvad related infection, systemic infection, acute heart failure and death. A total of 125 hm3 patients were included on this study from october 1, 2015 to august 30, 2019. The aim was to evaluate clinical outcomes including survival and the development of postoperative complications. The rate of complication was measure by events per patient per year (eppy), and the results were: 0.42 for gi bleeding, 0.03 for ischemic stroke, 0.01 for hemorrhagic stroke, 0 for clinically suspected pump thrombosis or confirmed pump thrombosis, 0.22 for lvad related infection, 0.16 for other systemic infection and 0.59 for acute heart failure. Specific patient information and device serial number are documented as unknown. No additional information was provided.